Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a physician from (B)(6) of peritonitis in a patient coincident with dianeal-n pd-4 1.5% and extraneal therapies for chronic renal failure chronic. On an unreported date, the pd therapy was changed from continuous ambulatory peritoneal dialysis (capd) to continuous cyclic peritoneal dialysis (ccpd). The action taken with the dianeal therapy was not reported. During a call with baxter (B)(4) technical service center, the following was reported. On an unreported date, the patient was diagnosed with and hospitalized for peritonitis (previously reported as bloating by the consumer). On an unreported date, the patient was treated with unspecified antibiotic drug intravenously for peritonitis. On an unreported date, the patient recovered from the peritonitis. Per the physician, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4).the problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.